Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. The event occurred on the pediatric- med surg- renal unit.

Event description:
It was reported that the nurse prepare the (atg)- anti-thymocyte globulin infusion and placed the filter tubing above the lvp which caused the medication to free flow. The customer stated that there was no patient harm. The event occurred on the pediatric- med surg- renal unit.